Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
(Clinical study patient ID: (B)(6)). It was reported that on (B)(6) 2021, a 33 mm tailor flexible annuloplasty ring was successfully implanted. On (B)(6) 2021, the patient presented with atrioventricular block type 3. A pacemaker was successfully implanted to resolve the event. No additional information was provided.

Manufacturer narrative:
An event of atrioventricular block was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.